Event description:
Patient is requesting a replacement freedom 60 pump. Patient indicated pump is not performing optimally. Patient indicated she has had the pump for a long time and there's a lot of stuff on the pump that she needs to clean off. Patient is stating medication is taking longer to infuse than before. She is able to infuse as indicated. No missed doses. Serial number - (B)(6) myasthenia gravis with (acute) exacerbate. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, put yes. Upon patient return did we replace device? Yes. Was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.